Event description:
Event was reported on 10 apr 25. The event was reported after clinician performed a review of previous cases. Following day 1-2 of implantation, the patient with the implanted device was reported with a fever to 101.8 or higher and leucocytosis to 20's. No negative patient outcome other than the symptoms described were reported.

Manufacturer narrative:
Clinical code: 1858 - fever: the event was reported by the site the patient had a fever after procedure. Impact code: 4648 - insufficient information: awaiting further information from site. Medical device problem code: 3190 - insufficient information: awaiting further information from site. Component code: 4755 - part/component/sub-assembly term not applicable. Type of investigation: 3331 - analysis of production record: comprehensive batch review still to be performed. 4110 - trend analysis: 4- year review was performed for gelweave > medical event > fever which gave an occurrence rate of (B)(4). No trends were identified requiring action at this time. 4111 - communication/ interview: awaiting further information from site. 4117 - device not accessible for testing: device remains implanted. Investigation findings: 3233 - results pending completion of investigation. Investigation conclusion: 11 - conclusion not yet available.

Event description:
Event was reported on 10 apr 2025. The event was reported after clinician performed a review of previous cases. Following day 1-2 of implantation, the patient with the implanted device was reported with a fever to 101.8 or higher and leucocytosis to 20's. No negative patient outcome other than the symptoms described were reported. This report is being submitted as follow up #1 for manufacturing report number 9612515-2025-00045 to provide event closure information for tag0216.

Manufacturer narrative:
Clinical code: 1858 - fever: the event was reported by the site the patient had a fever after procedure. Impact code: 4648 - insufficient information: no further information was provided by the site despite several requests for information. Medical device problem code: 3190 - insufficient information: no further information was provided by the site despite several requests for information. Component code 4755 - part/component/sub-assembly term not applicable. Type of investigation: 3331 - analysis of production record: a comprehensive batch review from raw material to finished product was performed for this device, and no issues during the manufacture of the device was found. 4110 - trend analysis: 4- year review was performed for gelweave > medical event > fever which gave an occurrence rate of (B)(4). No trends were identified requiring action at this time. 4111 - communication/ interview: no further information was provided by the site despite several requests for information. 4117 - device not accessible for testing: device remains implanted. Investigation findings: 3221 - no findings available: no further information was provided by the complainant on this event, despite several attempts to retrieve more information. As no further information was provided, a full investigation was not possible and no root cause was determined. Investigation conclusion: 4315 - cause not established: no further information was provided by the complainant on these events, despite several attempts to retrieve more information. As no further information was provided, a full investigation was not possible and no root cause was determined.